Event description:
A customer reported receiving an error display message when a test strip was inserted into the meter port. Additionally, the customer reported due to her meter not working, she was unable to test her blood glucose and lost consciousness. The customer also reported receiving a reading of 36 mg/dl. The paramedics were called and reportedly administered an unk intravenous medication along with some unk oral medication, while the customer was being transported to a hospital. At the hospital, the customer reported being diagnosed with severe hypoglycemia and treated with fluids and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.